Manufacturer narrative:
Additional manufacturer narrative: model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 7300tfx which is marketed in the u.s. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the regurgitation remains indeterminable; however, patient related factors may have contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information, through a clinical trial, that a patient with an 27mm pericardial mitral valve underwent valve in valve intervention due to moderate to severe central mitral valve regurgitation after an implant duration of one year, eight months, and 30 days. Per obtained medical records the 27mm pericardial mitral had worsening left ventricular (lv) function and moderate to severe mitral regurgitation on echocardiogram approximately one (1) year after implant. Lv systolic function was severely reduced. Ejection fraction was 25-30%. That patient also showed restrictive, grade 3 to 4 diastolic dysfunction. A post-operative transesophageal echocardiogram was performed after the initial implant surgery and showed clinically acceptable regurgitation. No intervention had been performed and the patient was instructed to return in three (3) months for a repeat echocardiogram. The patient returned for a repeat echocardiogram showed and the findings showed an ef of 35-40%. Given that the patient had nyha class 2-3 heart failure symptoms over the past month, she was reevaluated for mitral valve replacement. Due to the patient being high risk for conventional mitral valve replacement, it was decided to move forward with a viv procedure. The 29mm transcatheter valve was successfully implanted with no significant perivalvular leak or mitral regurgitation. The patient was transferred to the ICU in stable condition and discharged on post-operative day one.